Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 47 mg/dl. Customer unable to perform troubleshooting due to hanging up the phone. Customer stated that she was told the insulin pump was turned off but now was trying to get back into auto mode. Customer was notified that the insulin pump will not be able to go into auto mode until the blood glucose has stabilized first. It was unknown if the auto mode was active at the time of incident. The insulin pump will not be returned for analysis.